Manufacturer narrative:
A device history record review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, the information obtained from this complaint and the investigation results did not lead to the identification of the cause of the cable failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a lateral interference waves in the image when the cable was shaken . There was no patient involvement.